Event description:
It was reported that during a laparoscopic cholecystectomy procedure when the device was fired, the first clip was scissored. The surgeon continued to use the device and completed the case with no pt consequence.

Manufacturer narrative:
Date sent: 05/28/2009. Info anticipated, but unavailable at this time.